Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while the customer was attempting to remove the pump case, the patient line separated from the cartridge. Customer's blood glucose level was not impacted. The customer successfully loaded a new cartridge.